Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive around the lens has lifted off, creating a gap and partial detachment was observed. The service repair technician indicated that the most likely cause was traced to a component failure without any design or manufacturing issue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive around the lens has lifted off, creating a gap and partial detachment traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.